Event description:
Review of the programming history confirmed that this event is the result of a partial programming event. During programming of new output currents, the output current is first cleared to 0 ma and then the new output current is programmed. However, due to disruptions in this programming process, the device output currents were cleared to 0 ma and the new output currents were not successfully programmed. Per labeling, if any parameter changes were made during a patient visit, it is recommended to perform a final interrogation prior to the end of the patient visit in order to confirm the generator is set to the desired values.

Event description:
The physician reported that their tablet turned off a patient's vns device unexpectedly. The physician noted that this occurred while interrogating the patient. No other relevant information has been received to date.